Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during a lead pull, the physician noticed blood inside the explanted leads. MRI was taken and revealed patient had an epidural hematoma. The patient manifested left leg spasm, severe muscle spasm and weakness in the whole upper back. The patient was hospitalized for observation and was treated with medication. The patient was released from the hospital and was doing well.

Event description:
A report was received that during a lead pull, the physician noticed blood inside the explanted leads. MRI was taken and revealed patient had an epidural hematoma. The patient manifested left leg spasm, severe muscle spasm and weakness in the whole upper back. The patient was hospitalized for observation and was treated with medication. The patient was released from the hospital and was doing well.

Manufacturer narrative:
Additional information was received that the physician believed that patient's hematoma was procedure related. Sc-2316-50e sn: (B)(4). The complaint of blood/bodily fluid being visible in the lead multi lumen tubing was confirmed. There are no punctures or holes in the outer tubing. The fluid likely entered through the stylet channel during the procedure. The DHR for this device was reviewed and indicated the device passed a final quality inspection that would have caught this sort of defect. Sc-2316-50e sn: (B)(4), device evaluation indicated that the ipg passed visual exam. Device exhibits normal device characteristics.